Event description:
Additional information was received from the consumer who reported they were having the pump removed on (B)(6) . Per the patient the pump medication was "maxed out as high as it can go", but the therapy was no longer working. The patient stated that as medication was titrated down, the patient was" in the same amount of pain" as the higher medication. The patient also stated their health is poor and getting worse stating last year they were diagnosed with blood cancer and the patient does not wish to have surgery to replace pump in a couple years.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving baclofen, dilaudid (hydromorphone) and clonidine via an implantable pump for non-malignant pain and chronic low back pain. It was reported that "for a couple of years now" the patient has complained that he had a couple of spots of pain in his back which had been gradually getting worse. The caller stated that the healthcare provider (hcp) told him it could be a clogged catheter. In (B)(6) 2021 they did a catheter dye study. It was notedthat the patient was not feeling like he was getting any medication. About 2-3 months ago the patient went to have the pump filled and there was more medication in the pump then what there should have been. An appointment with the hcp was scheduled for (B)(6).